Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient's implanted humeral stem was replaced with another device. No further patient complications have been reported in relation to this event.